Event description:
The customer reported a black screen during reprocessing involving an olympus xenon light source. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.